Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of user facility that following insertion of the listed device, the pt began to cough. The pt reportedly "felt pressure" (location or reason for pressure unk) and could not breathe properly. The pt's physician examined the pt and immediately replaced the tube. Further info has been requested regarding the event and alleged device fault. No further info has been received at this time. No permanent adverse effects to pt were reported.